Manufacturer narrative:
Device is no longer under warranty; customer orders parts and performs own repairs. Oxygen valve.

Event description:
User facility report was received from the customer reporting the following: the ventilator alarmed "oxygen valve stuck closed" while on the pt. The ventilator was inspected and the pt bagged while the ventilator was changed out. Hospital biomed inspected the ventilator and reported a problem with the oxygen valve. Hospital biomed replaced the oxygen valve. The unit was tested by hospital biomed and returned to service. Hospital biomed reported the oxygen valve was discarded and, therefore, could not be returned to the MFR for evaluation or investigation. The customer reported there was no reported pt harm. Upon detection of an oxygen valve stuck closed, the ventilator will continue to function using an air gas source.